Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) was confirmed. Upon investigation the monitor displayed a service code 204(belt/monitor unusable). The cause for the failure was isolated to a shorted esd3 component on the computer/analog pca. The root cause for the defective esd3 could not be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code. A us distributor reported that a patient was experiencing check therapy electrode messages.